Event description:
It was reported that the patient had pain and mentioned that the stimulator was placed wrong and it never worked. The patient underwent an explant procedure wherein the surgery took ten hours instead of two and half hours.